Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/12/2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted on 04/11/2018. No data was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.